Manufacturer narrative:
Product event summary #analysis found the device failed incoming vxi testing. Reran the failures ten times and passed. Intermittent operation was noted. Analysis also noted that the upper and lower cases and side bail covers were broken and contaminated, that the battery latches were contaminated and that the ring was bent. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.